Event description:
The radial keratotomy pachometer was malfunctioning when purchased by rptr's facility. The readings were unreliable. It was returned to the MFR to be repaired and arrived still broken. It was used and returned again to be repaired.